Event description:
Bovie foot pedal did not work during a transuretheral resection of bladder tumor. Foot pedal plate checked prior to procedure and was working. No harm to pt and no adverse outcome noted.